Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer replaced the defective power cord to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit was failing electrical safety at the o2 inlet, and failing the ground test on all 3 locations. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.